Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ac inlet was found to be damaged and the display screen was found to be unreadable. The device's ac inlet connector and lcd screen were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator's ac inlet was damaged and the display screen was unreadable. The ac inlet connector and lcd screen were returned to the quality assurance laboratory for further investigation. During the investigation of the ac inlet connector, the connector was found to be partially broken away from the mounting bracket due to being subjected to forces beyond its intended design. During the investigation of the lcd screen, the lcd glass and crystal were found to be cracked, preventing information from being displayed on the screen due to the physical damage.